Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the ligating unit fell into the patient. The detached piece was retrieved using a rescue net. A second speedband superview super 7 was used; however, the same problem happened. The ligating unit fell into the patient, and it was retrieved using a rescue net. It appeared that the suture of the devices was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf impact code f2301 captures the reportable event of using another device (rescue net) to retrieve the detached ligator cap. Imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a0501 captures the reportable event of detached ligator cap.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the ligating unit fell into the patient. The detached piece was retrieved using a rescue net. A second speedband superview super 7 was used; however, the same problem happened. The ligating unit fell into the patient, and it was retrieved using a rescue net. It appeared that the suture of the devices was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf impact code f2301 captures the reportable event of using another device (rescue net) to retrieve the detached ligator cap. Imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a0501 captures the reportable event of detached ligator cap. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle did not have marks of trip wire secured. Additionally, the trip wire was not rolled correctly at the handle assembly. During the functional inspection, the handle could not rotate due to the device's condition, the trip wire did not roll correctly at the handle assembly. Functional inspection of the handle was not performed as it could not be rotated due to the device condition (the trip wire was not rolled correctly at the handle assembly). No other problems with the device were noted. The reported events of suture broken and ligator cap detached cannot be confirmed. Upon analysis of the returned component, the handle did not have marks of trip wire secured and the trip wire was not rolled correctly at the handle assembly. Only the handle assembly of the speedband superview super 7 was returned. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable cause of the reported problem cannot be established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU).